Event description:
It was reported that two of the pt's four leads had broken and she had "know idea why". She was re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4).